Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt reported that the ipg site was red and swollen. The pt saw the doctor last week , and the doctor drained fluid from the site. The ipg incision site later opened. The pt was directed to take antibiotics and treat the site with wound packing. On (B)(6), 2010, the pt informed the sales rep that she went to the emergency room the prior evening. The device has not been explanted. No additional information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.